Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be improper workmanship. The investigation was performed considering complaint description, cs reports, system history and system log files. The log file analysis shows at 9:30am a "proximity active" signal from the c-arm beam cover which caused of a broken cable / bad plug connection. For the next three hours the system was blocked and only the override function (slow speed movement) was possible. During this time an error message is displayed informing the customer about the "collision of c-arm - move out of collision zone". According to the log file, the "proximity active" signal was reset after three hours, but the signal toggles and several short proximity messages occurred. If the signal toggles; no movement is possible. The customer service engineer dismantled the cover and inspected the cover as well as the interior for possible damage. The cse could not find any abnormalities and mounted the cover on the system. The collision was no longer present. The cse checked the c-arm in many multiple movements and the system works as intended. An improper workmanship error, i.e. A bad contact of a plug (screw threads not tightened) connected to the beam cover was determined as the root cause. This is the first time that this failure has been reported. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. No further corrective action is necessary at this time.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported a collision error with the c-arm in which only slow system movements were possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.